Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple air detected in cassette alarms during drain 1. Additionally, the patient line accidently dropped on the floor and one supply bag was not securely connected and a few drops of solution fell on the ground. Upon follow up, the patient confirmed there were no issues with the supply bag connection. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during drain 1 of 5 and the treatment was cancelled. Prior to the alarms, the patient confirmed that one of the hanging solution bags fell off the cart hook onto the floor and started leaking. The patient was unable to confirm how the bag had fallen off the cart hook. The patient could not recall whether the bag loop had ripped off the hook or if the cart was jarred enough to cause the bag to fall. After the bag fell, the patient stated that fluid started leaking from an unknown location on the bag. The patient could not confirm where the bag was leaking from, stating that all they could see was that the floor area around the bag was wet. Furthermore, the patient stated that after the bag fell off the cart, one of the blue push pins fell off the patient line in drain 1. The cause of the push pin falling off the patient line was unknown. The patient could not confirm if the bag falling off the hook and the blue push pin issue were related. After the blue push pin fell off the line, the patient stated that they noticed a few drops of fluid were leaking out of the patient line connection. The patient believed the leak out of the patient line connection could be attributed to an unknown product defect. The patient could not see any damage or defects with the connection, however stated that they secured the patient line to the catheter before treatment began. The patient could not recall if the solution bag falling had caused the patient line connection to start leaking. The patient confirmed that there were no issues with their catheter. The patient stated they use the dual patient connector and confirmed that the blue push pin that fell and the leak both came from the connector that connects to the catheter, the patient confirmed they do not use an adaptor to connect to the line to the catheter. After treatment was cancelled, the patient confirmed that they completed a manual drain and did not reset up. The patient confirmed that the solution bag that had fallen and the cassette were discarded and not available for return to the manufacturer for physical evaluation. The lot number of a companion solution bag sample was provided. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple air detected in cassette alarms during drain additionally, the patient line accidently dropped on the floor and one supply bag was not securely connected and a few drops of solution fell on the ground. Upon follow up, the patient confirmed there were no issues with the supply bag connection. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during drain 1 of 5 and the treatment was cancelled. Prior to the alarms, the patient confirmed that one of the hanging solution bags fell off the cart hook onto the floor and started leaking. The patient was unable to confirm how the bag had fallen off the cart hook. The patient could not recall whether the bag loop had ripped off the hook or if the cart was jarred enough to cause the bag to fall. After the bag fell, the patient stated that fluid started leaking from an unknown location on the bag. The patient could not confirm where the bag was leaking from, stating that all they could see was that the floor area around the bag was wet. Furthermore, the patient stated that after the bag fell off the cart, one of the blue push pins fell off the patient line in drain 1. The cause of the push pin falling off the patient line was unknown. The patient could not confirm if the bag falling off the hook and the blue push pin issue were related. After the blue push pin fell off the line, the patient stated that they noticed a few drops of fluid were leaking out of the patient line connection. The patient believed the leak out of the patient line connection could be attributed to an unknown product defect. The patient could not see any damage or defects with the connection, however stated that they secured the patient line to the catheter before treatment began. The patient could not recall if the solution bag falling had caused the patient line connection to start leaking. The patient confirmed that there were no issues with their catheter. The patient stated they use the dual patient connector and confirmed that the blue push pin that fell and the leak both came from the connector that connects to the catheter, the patient confirmed they do not use an adaptor to connect to the line to the catheter. After treatment was cancelled, the patient confirmed that they completed a manual drain and did not reset up. The patient confirmed that the solution bag that had fallen and the cassette were discarded and not available for return to the manufacturer for physical evaluation. The lot number of a companion solution bag sample was provided. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.